Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system failed to boot up. Review of the log file showed that the suite pc had malfunctioned. The fse performed the troubleshooting process and found that the suite pc's software was corrupt. The fse reloaded and reinstalled the suite pc software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. There was no reported patient or user harm.